Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure using a 7f sheath. The sutures of two proglide devices were being attempted. Reportedly, when one of the proglide devices was attempted, the device became stuck after suture deployment and the distal guide separated from the proximal guide into two pieces. Cut down surgery was performed. During the cut down, the separated proglide was not seen in the common femoral artery. Under fluoroscopy, it was found that the separated portion of the proglide was in the external and common iliac arteries extending into the distal abdominal aorta. Arteriotomy closure of the right common femoral artery was performed using interrupted 6-0 prolene sutures. The physician dissected down to retroperitoneum and the external iliac artery was identified. The proglide device was identified and grabbed with hemostats and pulled out from the iliac vessels and aorta. Fluoroscopy was performed and no portion/remnants of the proglide device were seen left in the patient anatomy. The external iliac artery was closed with interrupted 5-0 prolene sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.